Event description:
A patient enrolled in the vision ii trial had a brachytherapy procedure procedure performed in 2003. The event stated that twenty minutes after the procedure, the right artery was open, but the apperance was "not clear, making the doctors think there was thrombus in site." The patient was treated with a new angioplasty balloon and two additional stents. There were no complications and no enzyme elevations. Further, there was no "ds" or "mmi". The report also stated "didn't pay enough attention to the proximal part. Insufficient prep with ticlid. An allergy ti plavix."